Event description:
It was reported that a flogard infusion pump experienced an undetermined malfunction. It was not specified when in the process this occurred. There was no patient involvement reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician. Functional testing determined that the undetermined failure was an f_38 alarm. The cause of the reported condition was defective force sensing resistors (fsrs). To address the issue the fsrs were replaced. The device was restored to a good working condition and returned to the customer. If any additional relevant information is received, a supplemental MDR will be submitted.